Event description:
The biomedical engineer (bme) reported that the multigas unit had an internal fan failure, which caused the multigas unit to overheat and discontinue providing gas readings. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit had an internal fan failure, which caused the multigas unit to overheat and discontinue providing gas readings. No patient harm was reported. Service requested / performed: evaluation / repair: the ay input unit was sent to nka for evaluation, where the reported issue could not be duplicated. No damage was sustained. The device, and its ventilation fan, functioned as intended in the test environment. Investigation summary: sap data shows no parts have been replaced. Thus, the root cause of the reported incident of overheating is attributable to the environment in which it was used. The service history for this serial number shows this is an isolated fan failure incident. Since the issue could not be duplicated and has not recurred, further action is not warranted. The following fields are not applicable (na) to the MDR report: b2: b6: b7: d4 lot # & expiration date: d6a & d6b: d7b: f1 - f14: g4 device bla number: g5: g7: h7: h9: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 : additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bsm: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit had a fan failure. The fan has gave out, and is not working at all, which is overheating the gas unit. It stopped providing gas readings. No patient harm reported. Ihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the bedside monitor was being used in conjunction with the gas unit, but the model and serial number information was not provided.

Event description:
The biomedical engineer (bme) reported that the multigas unit had a fan failure. The fan has given out, and is not working at all, which is overheating the gas unit. It stopped providing gas readings. No patient harm reported.